Event description:
A laboratory technologist injured her hand while removing the specimen transfer tips on the instrument.

Manufacturer narrative:
While the instrument was in operation, the laboratory technician tried to remove the specimen transfer tips causing the instrument to injure her hand. Upon further discussion with the site, the customer did not report this injury to any local health authority. The customer cleaned the area with alcohol to disinfect and received an (B)(6) test on (B)(6) 2011. The instrument did not malfunction and is operating within labeling claims. Based on the warning label in the prepstain operator's manual, the pipetting instrument is a robotic device that operations under computer control. As with most robotic devices, there is a potential for injury and bodily harm from moving mechanical. Components whenever the instrument is in operation. Users are advised to never reach into the instrument work space when the unit is in operating mode.